Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,6.0,11.5,mtx,mg (tsvt6b11) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured at the collar. The implant has what appears to be bone residue attached to the threads. The hex part of the implant can also be seen damaged. The non-reported crown and unknown abutment screw were attached to the top portion of the implant, and were also returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 14 (universal) and was used for approximately 7 years. The customer did not provide any pictures or x-rays of the implant site. Therefore, bone loss could not be verified. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62331551). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62331551) for similar events and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. However, the reported bone loss could not be verified with the information provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510k: k101880.

Event description:
It was reported that there was a stress fracture of implant platform. Patient complained of pain, x-ray taken, fracture visible, implant removed. Per also indicated bone loss and loss of implant. Surgery was not completed with another implant. Patient will not return for an additional procedure and there was no delay in procedure.